Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was introduced inadvertent mishandling resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo, 80% stenosed lesion in the proximal left anterior descending (plad). After pre-dilatation was performed, the xience prime 3.0 x 15 mm was introduced smoothly with no resistance; however, it was noted that blood appeared at the end of the indeflator. It was then noticed that the shaft was broken and separated into two pieces. Both pieces were removed without intervention. Another stent was implanted to complete the procedure there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.